Event description:
It was reported that a continu-flo luer activated set snapped apart during patient use. Reportedly, the patient pulled on the line and it snapped apart on the lower third section of the device. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not returned for evaluation, though a companion sample for the same lot was received. Visual inspection was performed on this device and the customer reported problem could not be confirmed. No assignable cause could be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.